Event description:
It was reported that a patient underwent a recurrent laparoscopic intra-peritoneal onlay mesh hernia repair procedure on (B)(6) 2012 and mesh was used. Seven days after the procedure, the patient began to experience swelling in the abdominal wall and thighs, ascites and exudate. The kidneys were not functioning well. The patient was given antibiotics and developed an allergic skin reaction to them. The surgeon opines the symptoms are an allergic reaction to the mesh. Currently, the patient is getting better and has a rash.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a recurrent laparoscopic intra-peritoneal onlay mesh hernia repair procedure on (B)(6) 2012 and mesh was used. Seven days after the procedure, the patient began to experience swelling in the abdominal wall and thighs, ascites and exudate. The kidneys were not functioning well. The patient was given antibiotics and developed a skin reaction to them. Currently, the mesh remains in place and the patient is getting better and has a rash. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Exudate. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.